Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster ® cs catheter with ez steer® technology and auto ID (cs) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, noise was observed on the carto 3 system from the cs catheter electrodes #1 and #2. The cable was replaced, and the issue remained. Catheter replacement resolved the issue. The procedure was completed with no immediate consequences. Post-procedure, an ultrasound was taken, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. No further intervention was required. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No high force or high impedance were seen. No other issues with equipment were evident. Multiple attempts have been made to gain clarification on this event. However, no further information has been made available. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster ® cs catheter with ez steer® thechnology and auto ID (cs) and suffered cardiac tamponade requiring pericardiocentesis. During an internal review on 9/10/2019, it was noticed that device availability was erroneously reported as not returned. The webster ® cs catheter with ez steer® thechnology and auto ID (cs) was discarded. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).